Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted. No unexpected resetting time/date after changing battery noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they had changed the battery and received unexpected restart alarm. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery (per instruction for use guidelines) and the insulin pump alarmed unexpected restart alarm. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.